Event description:
The caller stated that they had a bis monitor part number 185-1014-ge that had a cable that would not connect fully to the device so the system was not working. Tss did not ask for any specific details as the system is not an mdt neuro system. Tss transferred the caller to the correct division for support. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).